Event description:
Related manufacturer reference numbers: 2017865-2022-10634. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited inappropriate therapy due to noise over-sensing and exhibited failure to sense and undetermined capture threshold. The patient then presented in clinic for follow-up after high voltage therapy was programmed off. Upon interrogation, it was also found that the rv lead exhibited failure to capture. Chest x-ray was performed and revealed atrial lead and rv lead dislodgement. During reposition procedure, the stylet was not able to be advanced into the rv lead. The rv lead was explanted and replaced. The atrial lead was repositioned. Patient condition was stable.

Event description:
Related manufacturer reference numbers: 2017865-2022-10634 it was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited inappropriate therapy due to noise over-sensing and exhibited failure to sense and undetermined capture threshold. The patient then presented in clinic for follow-up after high voltage therapy was programmed off. Upon interrogation, it was also found that the rv lead exhibited failure to capture. Chest x-ray was performed and revealed atrial lead and rv lead dislodgement. During reposition procedure, the stylet was not able to be advanced into the rv lead. The rv lead was explanted and replaced. The atrial lead was repositioned on (B)(6) 2022. Patient condition was stable.